Event description:
Dealer states both motor and gearbox right and left are noisy and do not moved properly. As per tech service replace under warranty part number¿s (B)(4). Original order (B)(4). Additional reportable malfunction for this device; dealer states both motor and gearbox left are noisy and do not moved properly.